Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction. It was reported that the patient started to have an MRI of her neck on (B)(6) 2016 and got zapped. It was just for a moment and she had not turned off her device. She was scheduled to have another MRI done on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.